Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after receiving an alert for non sustained oversensing due to right ventricular noise. The device was reprogrammed and plans were made to explant the lead. The patient was stable.